Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on 03-july-2024. The insertion set was in use 2 days. Blood glucose levels during the event was high. The patient took correction by taking bolus via pump to address the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6005307 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with[?]work instruction (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6005307 was manufactured according to the document version 110 on the packing process in the line 7, on 11/feb/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.